Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump with the usb cable. Customer successfully charged the pump with alternate usb cable. There was no reported adverse impact to the customer's blood glucose level.